Event description:
It was reported that the implantable loop recorder recorded thirteen asystolic episodes. Because the patient was asymptomatic throughout the episodes, the physician attributed the episodes to loss of contact and believed they were false asystoles. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).